Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a split in the optic was noticed. The iol was removed and a new one implanted during the same surgical procedure. The wound was widened.